Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited excessive insufflation. Unsure as to when the unspecified event occurred. There was no report of harm, injury or death.